Manufacturer narrative:
Per the user guide: check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently set a pump temporary basal rate for 10 hours instead of 1 hour. Blood glucose was 266 mg/dl. The customer confirmed that the temporary basal rate was stopped and insulin delivery was resumed with the "regular" basal rate.